Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the keypad buttons are sticking and over responding or not responding to presses. The patient claimed that on (B)(6), 2011 while reviewing bolus history she noticed there was a 20 unit bolus administered at 3:01pm (through ezbg menu) which she reportedly did not give to herself. The patient reported that at 3:00pm that afternoon her blood glucose was 180 mg/dl. At the time of the call (5:35pm) , the patient tested and obtained a blood glucose of 128 mg/dl. The patient confirmed she felt fine at the time of troubleshooting confirmed she would eat something. The patient's reported bg readings do not meet animas' criteria for a serious injury. However this complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. Testing confirmed intermittent responses when all keypad buttons were pressed. Multiple button presses were required before the buttons would engage. It was also confirmed that button presses produced scrolling on screen. In addition, there was evidence of adhesive/contamination found under all key contacts.